Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient (pt). It was reported that the circumstances that led to the recharger (insr) not powering on resulting in pain was that the numbers on the machine were not showing. They could not see any numbers. The pt stated that they tried all of the outlets in the apartment and hallway also. They had called their nurse from medtronic who had advised them to call medtronic. The pt reported that "yes, the issue is fine". The lady that answered them was very helpful and they received their new device and sent their old one back. The pt stated that everything is great now.

Manufacturer narrative:
Continuation of d10: product ID 37761 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 37651 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 37761 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 37651 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 37761 lot# serial# (B)(6) implanted: explanted: product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the pt. Pt called back re-reporting the previously documented information. Pt said the package was delivered to leasing office instead of backdoor however, pt said they left the insr plugged in for a few hours to charge and said it was "working beautifully". Pt wanted to call and say thank you since they were in pain previously (since they could not recharge) and now the device is working. Pt dropped other equipment off at fedex to be sent back.

Manufacturer narrative:
Continuation of d10: product ID 37761 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 37651 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 37761 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 37651 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 37761 lot# serial# (B)(6) implanted: explanted: product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) that was implanted with an implantable ne urostimulator (ins). It was reported that the recharger (insr) will not power on when plugged into the wall. The insr doesn't seem to be taking a charge when plugged into wall. Per rep pt tried all outlets in house and desktop charger (dtc) is getting power. Pt just received a replacement insr. Everything worked fine until yesterday (B)(6) 2022) per patient. Rep was not with patient at time of call. A replacement dtc was sent to the patient. No symptoms were reported. Additional information was received, the patient (pt) called back and stated previous information documented in this case. Pt stated they received their replacement desktop charger and pt noted their recharger did not come on at all for 5 days and their recharger stopped working. A new recharger was requested. No symptoms were reported. (B)(6) 2022 rpl 354410(con): no new information. The pt returned their replacement dtc. Additional information was received from a patient (pt). It was reported that their recharger (insr) was not coming on even after trying multiple outlets. The pt said they were charging last night, it was giving them some trouble and they went to charge this morning and the insr was not coming on at all. The pt then provided insr and desktop charger (dtc) serial numbers. Pt was using their old dtc and had already sent back their replacement dtc. A replacement was sent out. (B)(6) 2022 rtg0341680 (con): no new information. [See general text info for details on omitted information.] Additional information was received from a patient (pt). It was reported that their machine was not turning on. The pt reported that they have plugged into other outlets and did reset and nothing is coming on. The pt mentioned that they are in pain and they cannot recharge the equipment. The pt states they will call back once they figure out the issue when their husband gets home. The pt states they will wait overnight. The pt will be calling back.

Manufacturer narrative:
Other relevant device(s) are: product ID: 37651, serial/lot #: (B)(4), UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
See h10.

Manufacturer narrative:
H3: product ID 37651; serial# (B)(6) was returned for product analysis. Analysis found that the connector had a bent pin. The connector was replaced. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, it was reported pt stated the patient recharger (insr) stopped working again on friday with the screen unresponsive (no beeping heard). Pt commented they had a power outage last week. Pt said they had tried multiple power outlets. No damage was detected to desktop charger power supply cords or connector pin <(>&<)> confirmed light illuminates on power adapter box. Pt said their programmer was working fine. Pt said they were in so much pain. A new recharger was requested.

Manufacturer narrative:
Continuation of d10: product ID 37761 serial# (B)(6): product type recharger product ID 37651 serial# (B)(6): product type recharger product ID 37761 serial# (B)(6): product type recharger product ID 37651 serial# (B)(6): product type recharger product ID 37761 serial# (B)(6): product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) that was implanted with an implantable ne urostimulator (ins). It was reported that the recharger (insr) will not power on when plugged into the wall. The insr doesn't seem to be taking a charge when plugged into wall. Per rep pt tried all outlets in house and desktop charger (dtc) is getting power. Pt just received a replacement insr. Everything worked fine until yesterday ((B)(6) 2022) to the patient. No symptoms were reported. Additional information was received, the patient (pt) called back and stated previous information documented in this case. Pt stated they received their replacement desktop charger and pt noted their recharger did not come on at all for 5 days and their recharger stopped working. A new recharger was requested. No symptoms were reported. The pt returned their replacement dtc. Additional information was received from a patient (pt). It was reported that their recharger (insr) was not coming on even after trying multiple outlets. The pt said they were charging last night, it was giving them some trouble and they went to charge this morning and the insr was not coming on at all. The pt then provided insr and desktop charger (dtc) serial numbers. Pt was using their old dtc and had already sent back their replacement dtc. A replacement was sent out. Additional information was received from a patient (pt). It was reported that their machine was not turning on. The pt reported that they have plugged into other outlets and did reset and nothing is coming on. The pt mentioned that they are in pain and they cannot recharge the equipment. The pt states they will call back once they figure out the issue when their husband gets home. The pt states they will wait overnight. The pt will be calling back. Additional information was received from the pt. Pt called back re-reporting the previously documented information. Pt said the package was delivered to leasing office instead of backdoor however, pt said they left the insr plugged in for a few hours to charge and said it was "working beautifully". Pt wanted to call and say thank you since they were in pain previously (since they could not recharge) and now the device is working. Pt dropped other equipment off at fedex to be sent back. No new information was received. The replacement desktop charger was returned without allegations. Additional information was received from a patient (pt). It was reported that the circumstances that led to the recharger (insr) not powering on resulting in pain was that the numbers on the machine were not showing. They could not see any numbers. The pt stated that they tried all of the outlets in the apartment and hallway also. They had called their nurse from medtronic who had advised them to call medtronic. The pt reported that "yes, the issue is fine". The lady that answered them was very helpful and they received their new device and sent their old one back. The pt stated that everything is great now. Additional information was received, it was reported pt stated the patient recharger (insr) stopped working again on friday with the screen unresponsive (no beeping heard). Pt commented they had a power outage last week. Pt said they had tried multiple power outlets. No damage was detected to desktop charger power supply cords or connector pin confirmed light illuminates on power adapter box. Pt said their programmer was working fine. Pt said they were in so much pain. A new recharger was requested.

Manufacturer narrative:
Continuation of d10: product ID 37761, lot# serial# (B)(6), product type recharger, product ID 37651, lot# serial# (B)(6), product type recharger, product ID 37761 lot# serial# (B)(6), product type recharger, product ID 37651, lot# serial# (B)(6), product type recharger , product ID 37761 lot# serial# (B)(6), product type recharger h3: analysis of the recharger (product ID 37651, lot# serial# (B)(6)) found no anomalies. Analysis of the recharger (product ID 37651, lot# serial# (B)(6) found bent connector pins. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.